Event description:
Using the pump created hard balls of insulin under my skin that then became sores. I quit using the pump over 2 months ago and still have sores. Also having sleep apnea and the beeping of the pump work me up too much at night. Equipment is way too expensive, and I suffer from depression and go depressed because it cause financial problems. They don't tell you in advance how much it is going to cost, so you can make an informed choice.